Manufacturer narrative:
The customer returned a sample of soft tip and the sample was received wrapped in a plastic bag cover foil is not available. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to company acceptance criteria. The facility performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. The soft tip is detached. The complaint history was reviewed. It showed comparable complaints with the same damage (disrupted/ detached). The soft tip has to be inserted axially aligned with the valve trocar and then moved slightly back before it is completely inserted into the trocar cannula. Otherwise kinking of the soft tip may occur, provoking a potential shearing-off of the soft tip. A malfunction of the device could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the silicon tip of backflush was difficult to insert and the tip detached during surgery. The surgery was completed by replacing the product with a new one. Additional information has been requested.